Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to be programmed in a very unique fashion as they appeared to be trying overdrive pacing the patient, which was causing cross chamber blanking. Blanking period reprogramming suggestions were delivered to help with appropriate detection for this crt-d that remains in service. No adverse patient effects were reported.